Event description:
Two days after this pod use, I noticed intense burning at pod placement site. Once pod was removed, intense red circle, swelling and hive like reaction, much worse than prior reactions. Went to dr on (B)(6) 2017 and (B)(6) 2017 treated for infection. I called omni pod, reported the incident, asked about the new ingredients in the new adhesive, the number of adhesive reactions increased so much. Insulet changed the adhesive to less acrylic. In (B)(6) 2016, they said that since (B)(6) 2017. All pods now had adhesive with less acrylic. It is "hypafix" and uses "poly acrylic" terms I don't understand. I want to know what chemicals make up the adhesive that caused my reaction and if the adhesive was changed, "was it tested on people before the company delivered it to users." It's made in china, and "is it out sourced." If so, "to where," "how is it regulated." Also I have a dexcom, which uses adhesive, which never has given me a reaction. I found a lab who could test this, but "do I need to spend my money to have this done." I have the pod that caused this problem. Relevant tests - none, but reason I contacted FDA - I tried to get a lab referral to have adhesive tested. I was told no lab referral could be made by FDA.